Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she lost the transmitter and had received a lost sensor alarm. The customer's blood glucose reading was 47 mg/dl. The customer treated with food. The customer reported having a fast heart beat and stressing out as symptoms. The helpline was unable to troubleshoot the transmitter due to the customer losing it. Nothing was replaced or returned.